Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that rotawire was entangled with the burr. A rotalink burr and 330cm rotawire were used and advanced to treat the target lesion. During the procedure, it was noted that the rotawire was entangled with the burr. The devices were removed as a unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Event description:
It was reported that rotawire was entangled with the burr. A rotalink burr and 330cm rotawire were used and advanced to treat the target lesion. During the procedure, it was noted that the rotawire was entangled with the burr. The devices were removed as a unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable. Device evaluated by MFR.: the device was returned for evaluation. An initial condition noted that the returned device has tip bent. A visual examination noted that the device presents its distal tip kinked and stretched. No other issues were noted.